Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump passed self test. The insulin pump will be returned for analysis.